Event description:
The reporter indicated that a decrease in cell voltage was observed, and the ventricular threshold was also found to be high (4.0v/0.3ms). Both the pacer and ventricular lead were replaced. The dr suspects early battery depletion.